Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The new flow sensor was replaced to fix the reported issue.

Event description:
The hospital reported that the unit showed the error message of 'inspiratory flow sensor is not recognized'. There was no reported patient involvement.